Event description:
It was reported that the patient presented for follow up with an infection. The implantable cardioverter defibrillator was explanted. Further information was requested but not received.